Event description:
During repairs of a customer unit, covidien determined during test that the n-560 had no audio. There was no patient involvement.

Manufacturer narrative:
(B)(4). Covidien testing determined that the no audio was due to damaged speaker wires between the speaker and the diaphram.